Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
When peritoneal catheter was opened, we tried to flush it with saline, but the catheter was blocked. New peritoneal catheter opened. (B)(4).

Manufacturer narrative:
Upon completion of the investigation it was noted that the catheter was visually inspected, no defects were noted. The catheter was irrigated with purified water, no occlusion was noted. Review of the history device records confirmed the valve product code 82-3074 with lot ctkccd, conformed to the specifications when released to stock in 8th september 2015. No root cause could be determined as no occlusion was found with the catheter. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.